Manufacturer narrative:
(B)(4). The reported complaint of "leak - device leak - pilot balloon/valve" was confirmed based upon the sample received. The customer returned one unit 5-10316 et tube, hvt, 8.0 for investigation. Visual examination of the returned et tube revealed that the sample appears typical. A functional inspection was performed to attempt to inflate and deflate the balloon cuff on the returned et tube, and the returned et tube had some resistance during the initial attempts. After the first two attempts, both the pilot balloon and balloon cuff were able to inflate and deflate with no issues. Additional attempts were made, and no resistance was felt. The et tube was submerged underwater and an attempt to inflate the balloon cuff was made in order to detect any leaks. Upon injection of air, no leaks were detected. It could not be determined what caused the initial resistance which made it difficult to inflate and deflate the device. Based on the investigation, the exact root cause of this reported issue was undetermined. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "ett had leak despite appropriate trouble shooting. Noted pilot balloon deflating on its own. Patient required re-intubation with different ent tube. There was no reported patient harm.".

Event description:
It was reported that "ett had leak despite appropriate trouble shooting. Noted pilot balloon deflating on its own. Patient required re-intubation with different ent tube. There was no reported patient harm."

Manufacturer narrative:
(B)(4).